Event description:
It was reported to philips that the system was unable to boot. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that a defective converter unit in the generator cabinet was preventing the system from opening. To resolve this issue, fse replaced the converter. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.